Event description:
An advia centaur sample barcode reader incorrectly read a sample barcode. The correct number was (B)(4). The system read it as (B)(4). The sample ID error was caught by the customer. No incorrect test was performed. No incorrect result was reported.

Manufacturer narrative:
(B)(4): siemens has investigated this issue and found that the misreads were due to customer-produced labels that were poorly printed or applied. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
Siemens is currently investigating this issue.